Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she cannot clear the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip, cracked case at the reservoir tube window corner and a shifted end cap sticker.